Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the bearing was damaged on the attachment device. During the pre-repair diagnostics assessment, it was determined that the ball bearings had fallen apart and the balls and cage were missing. It was further determined that the device failed for check for cutter insertion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device availability: the device availability date was incorrectly documented. The date returned to manufacturer was corrected from sep 30, 2016 to nov 16, 2016. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device failed cutter insertion test, due to worn/damaged out bearings. It was further determined that the bearings were worn out and loose, creating a situation where the cutter was not able to be inserted. This was because the bearings were no longer in axial alignment not allowing the cutter to pass through. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.